Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the battery was not holding a charge. There was no reported patient involvement. One battery pack was returned for failure analysis. The reported problem could not be duplicated. No fault was found with this battery pack.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery was not holding a charge. There was no reported patient involvement.